Event description:
The customer's father reported via phone call that the insulin pump was not delivering insulin. His blood glucose was 576 mg/dl. After he changed the infusion set, his blood glucose was above 300 mg/dl. The insulin pump alarmed no delivery. The customer's father was unable to troubleshoot. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.